Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent laparoscopic ventral hernia repair with ventralight st mesh on (B)(6) 2011 due to recurrent ventral incisional hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent urinalysis and cystourethroscopy due to stress urinary incontinence. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and interstim placement. It was reported that patient underwent sling excision due to sling extrusion on (B)(6) 2012. It was reported that patient underwent interstim therapy stage I due to urgency and urge incontinence on (B)(6) 2013. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.